Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system. Oversensed noise with pacing inhibition was observed with at least one pause slightly greater than two seconds. It was also noted that there was a slight decline in rv pace impedance measurements, which technical services (ts) noted may be indicative of insulation breakdown. It was mentioned that both leads were implanted in 2005. Ts discussed programming options and recommended further lead evaluation. This pacemaker system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system. Oversensed noise with pacing inhibition was observed with at least one pause slightly greater than two seconds. It was also noted that there was a slight decline in rv pace impedance measurements, which technical services (ts) noted may be indicative of insulation breakdown. It was mentioned that both leads were implanted in 2005. Ts discussed programming options and recommended further lead evaluation. This pacemaker system remains implanted. No additional adverse patient effects were reported. Additional information received reported that this pacemaker and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.